Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device.the event report alleges the product was used in a surgical procedure.nicks were observed on the knife blade as a secondary condition.the instrument functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures.replication of the observed secondary damage may occur if the instrument is applied over an obstruction. The instructions for use also states: when positioning the instrument on the application site ensure that no obstructions such as previously clips are incorporated into the instrument jaws. Firing over an obstruction may result in improperly formed staples. Improperly formed staples may result in leakage or disruption of the staple line.the root cause of the observed secondary damage was misuse of the product. No relationship between the device and the reported incident was confirmed. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during an appendectomy procedure, the stapler did not open after firing. The surgeon loaded a cartridge onto the stapler and was able to fire, but could not open it. He tried three times to open it, but it was stuck. They wiggled the black release handle a bit and it opened. The staple row was placed normally. There was no injury to the patient. No additional information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.